Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the arm on (B)(6)2017. Patient's mother reported treating patient with a 15 carb juice during a hypoglycemic event. The cgm blood glucose (bg) value was "low" while the bg meter reading: a 179 mg/dl. No medical intervention was required. At the time of contact, patient is recovering. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. The patient made treatment decisions based on cgm values. Labeling indicates: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.